Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's spinal cord stimulator (scs) was explanted due to it being ineffective and the battery site is uncomfortable. There was no environmental factors. The patient was asked if reprogramming was done last year when she stopped using the device. The patient said that she saw a rep a couple of times. The rep did not taken any actions as the device was in overdischarge. The patient reported that they have not used their device in about a year. The patient said the therapy was no longer effective. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that are unsure of the other rep who saw the patient previously. They stated that they were not invited to the patient¿s post-operative appointment, so they have no further information regarding the patient¿s recovery since device explant. No further complications were reported or anticipated.